Manufacturer narrative:
The reported 7211138 1.2mmx45cm nitinol guidewire, used in treatment, has been returned for evaluation. From the information provided, the guidewire broke during use. Visual assessment confirms breakage of guidewire. Guidewire was broken in three places. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during an acl reconstruction surgery, the guide tip broke in two during the insertion of the biosure regenesorb screw. Both pieces were successfully retrieved using tweezers. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.